Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. A delivery inaccurate malfunction was reported (B)(4).

Event description:
It was reported that the patient was hospitalized for hyperglycemia while using the infusion device. The patient had ketones of "about 4" and he was vomiting. The parents of the patient transported him to the hospital. The patient was treated with insulin and a saline drip. The blood glucose result at the hospital was not provided. The patient was hospitalized for 4 days. The patient's parents attribute this event to multiple allegations against the infusion device and not one specific allegation. Return of the suspect device was requested for evaluation.